Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 620 mg/dl with large ketones, nausea, vomiting, abdominal pain and lethargy associated with a time/date issue. Reportedly, the patient discontinued the insulin pump, was hospitalized and received unspecified treatment by their healthcare provider (hcp). It was reported that the pump was gaining/losing time without user intervention. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a time/date issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings: there was no activity related to the complaint observed in the pump history. A timekeeping accuracy test was performed. And the pump maintained time accurately during 5 day duration test; however when pump was left without power for 1hr and pump was powered back on it had returned to the default time/date 12:00am 1/1/2007. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump¿s cover was removed and a visible inspection confirmed the internally battery was leaking. The time test was started, but not completed due to the internal battery failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.